Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the tip of a 300 cm hi-torque supra core 35 guide wire was found broken but not separated when removed from the packaging. Additionally, it was noted that a second 300 cm hi-torque supra core 35 guide wire had an unusual color at the tip when removed from the packaging. There was no patient involvement. No additional information was provided.